Manufacturer narrative:
The device and code method codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that a catheter issue was not confirmed as there was no dye study done. The practitioner decided it was best to replace the catheter as it was older and the patient had been admitted. Upon removal the surgeon noted that the catheter looked ¿frayed.' The catheter was disposed of and was not sent back for analysis. The patient was currently without injury. It was indicated the information provided had been confirmed with the medical practitioners.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter.. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 04/16/2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 500mcg/ml; 110mcg/ml via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported the patient was admitted to the emergency room last night ((B)(6) 2019) with symptoms of withdrawal. The patient experienced itchiness and spasticity that may have been related to the older catheter. The previous catheter was placed in 2004. The physicians believed it was best to replace the catheter as the previous catheter was placed over 14 years ago. The catheter was removed and replaced on (B)(6) 2019 with a new 8780 catheter. The explanted catheter was discarded. The patient was currently in a ¿steady condition¿ with the new product. The issue was resolved. Patient status was alive - no injury. Patient weight was (B)(6) pounds. No further complications were reported.